Event description:
Another manufacturer's device was returned to co's office by the hosp. The reason for removal was listed as "infected". Note: determination of reportability and categorization of this event was made according to this manufacturers policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).